Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi es result (0.803 ng/ml) from a single patient sample processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was not reported out of the laboratory, so no corrected report was required. The repeat trop I es result (repeat = 0.014ng/ml) was reported for the affected patient sample. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated trop I es result occurred on a single patient sample processed on a vitros eci immunodiagnostic system. Patient sample processing and instrument performance were ruled out as potentially causes of the event. The root cause of the event could not be determined, however, user error in not performing required preventative maintenance procedures on a daily basis may have contributed to the event. There was no allegation of patient harm as a result of this event.